Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are attempting to put ins into MRI mode but was seeing "no device found". Caller stated patient hasn't used device in a long time and a medtronic rep came and put ins into MRI mode about 2 weeks ago for a scan. Caller mentioned seeing antenna locate screen with 76-76-76. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed that ins is likely depleted and that patient will need to charge ins in order to access MRI mode. Additional information from the patient indicated that the device was not implanted correctly, and they had no pain relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.